Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was reported to have sustained damage during a surgical procedure. According to the operating room nurse, the lens became stuck during insertion, resulting in a bent haptic. The incident did not involve a patient and no adverse effects occurred. Another johnson & johnson lens (same model and diopter) was implanted as a replacement. The current patient outcome was reported as unknown. No other information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: not applicable, as there was no patient involvement. . Section e1: telephone number: section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt to obtain additional information was conducted, however, no other information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.